Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The advancer tube was covering the balloon. Two small pieces of sealant were separated from the device. The advancer tube and catheter shaft were inspected for presence of deformity that may have obstructed the device path during deployment. No anomalies were observed. A review of the lhr (lot f1322504) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the root cause for the reported event could not be conclusively determined.

Event description:
The following info was reported: the physician stated that after shuttling down and removing the sheath, he noticed that the sealant was above the tamp tube. He then removed the device and converted to manual compression for 10 minutes. The procedure type was a diagnostic coronary. The stick location was at the femoral head. The pt was not hospitalized.